Event description:
Placing coronary stent to the patient's proximal left anterior descending when the stent delivery system snapped in half - able to remove the stent delivery system without incident - device saved and given to the rep.